Event description:
Additional information reported that stenosis was confirmed during iabp balloon removal. The balloon was inserted on the same side as the endurant aui. The endurant limb and prosthesis used for fem-fem bypass were also found to have stenosis by thrombus. It was unknown if cardiac work up was done prior to implant. Films review and analysis: review of a several pre-implant cta images revealed that the patient had a proximal neck diameter approximately 20mm (l-r) and a small <(>&<)> calcified distal aorta which measured approximately 10mm (l-r). The iliacs were also approximately 10mm in diameter, with little tortuosity or calcification. Thrombus was also present within the neck and aaa. Post-implant images were not provided. The cause of the thrombus post-implant could not be determined from the images provided. The progression of thrombus was likely related to a secondary procedure, unrelated to the implant (CABG), using other manufacturer's device (intra-aortic balloon pump).

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii aui stent graft system were implanted for the endovascular treatment of abdominal aortic aneurysm. It was reported that a coronary artery bypass graft (CABG) was performed 13 days post implant for the patient as an emergent case, and intra-aortic balloon pump (iabp) was carried out. The balloon was inserted from "sfe", which was initially narrow. The balloon shaft would get blood stagnation and led to progression of thrombus. A copious amount of thrombus caused blood stagnation in the inner lumen of the leg and inside of fem-fem bypass. As for treatment, other manufacturer¿s excluder leg stent graft 14mm x 7cm was lined within the endurant ii aui stent graft system and inner lumen was secured. A new fem-fem bypass was performed for improvement of blood flow. The in-stent stenosis was caused by thrombus. Additional information received reported that the patient expired. After the additional treatment, the patient's condition did not improve as expected. The blood stagnation caused decay inside the body and led to patient death.